Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. It is unknown whether user or procedural factors contributed to the stated event. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. All invasive procedures inherently involve some patient risks. Although serious complications associated with indwelling catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases the patients' blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that on (B)(6) 2018, (B)(6) year-old female clinical study participant sustained a right ventricular (rv) perforation post-tavr procedure. The patient was reportedly being transferred out of the hybrid room when she experienced a systolic blood pressure drop into the 60's. A transthoracic echocardiogram (tte) reported a new pericardial effusion. A swan-ganz catheter was placed and a pericardial drain removed 250cc. Further assessment determined there was no injury to the left ventricle (lv) or aorta and the effusion was determined to be related to the balloon-tip pacer in the right ventricle (rv). The patient outcome was reported as stable, per physician assessment. As of (B)(6) 2018, the hospital reported the patient remains stable. The device is not available for evaluation.